Manufacturer narrative:
(B)(4). The device has been received by baxter and the evaluation has not yet been completed. A follow-up medical device report will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intra-peritoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 3. The fill volume was 2300ml and the total drain volume was 3856ml which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2011 and provided the information regarding the incident. The patient using the machine at the time of the incident was unknown and no additional information could be provided. Based on the information obtained during baxter's investigation, this incident was determined to be related to insufficient drain: false empty detect and use error: inappropriate bypass of the caution negative uf alarm. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. A service history review was completed and no issues were identified that may have contributed to the issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).